Manufacturer narrative:
According to the complainant the physical device will not be returned for investigation. Data logs from the device have been uploaded by the user and are pending investigation. A supplemental report will be submitted with investigation results once investigation has concluded. We are unable to confirm or determine the root cause of the bolus value change, or if the reported event contributed to hyperglycemia. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone12.8. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported when the patient programmed a bolus with their omnipod 5 app, the amount was changed, and a lower amount was delivered. The patient reported programming a bolus of 1.5 units, and the device only delivered 0.95 units resulting in blood glucose levels of 280 mg/dl. The pod had been worn between 4 and 24 hours in the abdomen.

Manufacturer narrative:
The physical controller was not received for investigation. Ios log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the ios log files found that no 1.5 u boluses were confirmed and delivered on the date of occurrence. The audit log files showed that a 0.95 u bolus was confirmed on the date of occurrence. The audit logs showed that the 0.95 u bolus was based on a blood glucose entry of 268 mg/dl. The audit logs showed that the user had 2.05 u of correction insulin on board (iob) at the time of the bolus, resulting in a reduction in the bolus calculation. Based on the 268 mg/dl input, the user's settings, the iob, and the sensor trend, the calculation of 0.95 u was correct and the logs show the confirm button being pressed on this bolus amount. No evidence of issues with the bolus calculator calculating boluses or the bolus calculator changing bolus values after confirmation was observed in the available logs.